Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the site experienced a power outage, so the station would not allow the user to log in, and the database was corrupted. A field service engineer attempted to wipe the database and synchronize it with the server. It took a long time to process the database deletion. The engineer then reimaged the drive and performed synchronization, which took 50 minutes. The station was profiled, and the user verified it was operational. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es application was not launched, an error stated, "unable to load database, require password", which prevented them from logging in. The customer rebooted the computer, but the issue persisted. The customer stated that this malfunction caused a delay in patient care. However, there were no adverse events or injuries reported based on this event.